Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwos) episodes due to fusion were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.